Manufacturer narrative:
The unit was not returned for eval. The sales rep has not responded to requests for add'l info on the complaint. An assignable cause cannot be confirmed because the alleged complaint unit was not returned for eval. Insufficient info for a complete investigation. The DHR for microtip lot 24913-01 was reviewed and showed that the units met mfg specifications when released and there were no issues related to the complaint. There were (B)(4) units released from microtip lot 24913-01. A review of lot history showed that there were (B)(4) reported microtip unit failures. (B)(4). No significant trend was observed. Console history review was not performed because the console serial number was unavailable. A review of the complaints database during the months of (B)(4) 2013 showed that this complaint was the only complaint reported.

Event description:
Device would not prime after three attempts.